Manufacturer narrative:
(B)(4). Correction: lot number was updated from 70802u118 to 70802u116. The device was returned for analysis and the reported leak (loss of fluid column) was confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. A review of the complaint history identified one other similar incident reported from this lot. Further assessment per site operating procedures was performed and a potential product deficiency was identified. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device leak. It was reported that during functional inspection of the steerable guide catheter (sgc) prior to use in the patient, a loss of fluid was observed in the sgc hemostasis valve. This device was not used in the patient. Another sgc was prepared and used in the procedure without further incident. There was no additional information provided.